Event description:
It was reported that an ilet user experienced repeated alert 38 notifications indicating consecutive stalled insulin pump motor events, which persisted despite multiple device restarts and an attempted dry run that was unable to proceed. Symptoms included no reported clinical effects. Outcomes included no impact on health status and no medical intervention. Investigation included a review of device history and complaint records, and coordination for device return and replacement. Investigation of this case revealed a suspected motor stall related to the insulin delivery mechanism. It was concluded that the event involved a device malfunction of the insulin pump motor with no patient injury.